Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs in 2009 alleging a battery indicator on his one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on december 28, 2009 and obtained the following information: one day prior to contact lifescan, the patient was able to obtain a blood glucose reading in the evening; however, does not recall the result and took his usual amount of insulin that night. The following morning at 8 am, he attempted to test his blood glucose and obtained a battery indicator. He was afraid to take any diabetes medication since he did not know what his blood glucose reading was. Approximately 3.5 hours later, he claimed he "felt low" and was unable to describe his symptoms to mss. He then ate some food and felt better an hour later. He did not seek any further medical attention or contact his physician for assistance. It was noted that the patient had not replaced the batteries in over a year and he tests four times a day. The customer care advocate (cca) also noted that the patient had been using expired test strips. Using expired test strips may cause false blood glucose readings. Patient's products were replaced. The complaint is being reported since the patient alleged that due to the battery indicator, he was unable to obtain a reading and as a result developed low blood glucose symptoms and had to self-treat.